Manufacturer narrative:
Insulin pump passed the displacement test and self test. No missing segments, partial display, blurry display or flashing display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer stated the screen was blurry. After the incident, the insulin pump was gray and went black. The insulin pump will be returned for analysis.